Event description:
New information was received that the patient was brought in for lead revision or possible set screw tightening. The lead was tested through pacing system analyzer and all numbers were within normal range; subsequently the lead was reconnected to the device.

Event description:
It was reported the lead had elevated capture thresholds, intermittent non-sustained episodes of noise. The patient was asymptomatic. Programming changes were made. The patient will continue to be monitored.